Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the sheath preparation it was noticed by the physician that the hemostatic valve did not working properly while he was performing aspiration and flushing with syringe. Bubble formation occurred inside the submerged water. The procedure was completed successfully by using alternative method. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the sheath preparation it was noticed by the physician that the hemostatic valve did not working properly while he was performing aspiration and flushing with syringe. Bubble formation occurred inside the submerged water. The procedure was completed successfully by using alternative method. No patient complications have been reported. The product has been returned for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.